Event description:
Customer reported difficulties with charging the pump. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to call the customer for further details but was unable to reach them, so an email was sent requesting the customer to follow up.